Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.

Event description:
Tibial loosening was reported. Revision surgery is planned.